Manufacturer narrative:
Return date: 10-dec-2019, device returned to MFR? Yes. Product event summary: the full delivery system was returned and analyzed. Flat wire was found protruding from the delivery system outer shaft. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The lumen of the delivery system was torn. The delivery system outer shaft was kinked/buckled. Blood was observed in the lumen of the delivery system. Blood was observed on the outer shaft of the delivery system. Blood was observed on the inner shaft of the delivery system. Blood was observed on the device cup of the delivery system. Blood was observed on the recapture cone of the delivery system. The analyst noted the full delivery system was returned with the device intact in the device cup. There is exposed flat wire mesh on the outer shaft at 3.7 cm from the distal end of the delivery system. The outer shaft is kink/buckled at 5 cm and 40.2 cm from the distal end of the delivery system. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 14-aug-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 20-feb-2020 labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) was released and ended up in the pulmonary vein. The leadless ipg was recaptured but was not perfectly inside the cap of the release system so the physician decided to release it again and then recapture it correctly. The problems related to the positioning system were still present so the physician decided to replace the leadless ipg system with a new one and implanted it successfully. No patient complications have been reported as a result of this event.